Event description:
Boston scientific received information that this pacemaker displayed high pacing impedance measurements greater than 2000 ohms in bipolar configuration and 440 ohm in unipolar configuration. The threshold measurements in bipolar were 4.5 volts at 0.4 milliseconds and 0.5 volts at 0.4 milliseconds in unipolar. Noise was observed when the patient laid on their left side. A technical services (ts) consultant was contacted regarding this issue and indicated the issue appeared to be a ring electrode setscrew issue since unipolar lead measurements were normal but bipolar measurements were out of range. The right ventricular (rv) lead was programmed to unipolar and the patient appeared to tolerate the unipolar rv pacing. Ts discussed the impact on the minute ventilation feature and programming options. The field representative indicated they will program the minute ventilation to passive. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received this report will be updated.